Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed calibration error. Trouble shooting was performed. Customer's blood glucose level was 78 mg/dl. Alarm and possible causes were explained to the customer. Alert was verified. The sensor was inserted on (B)(6) 2014, on the left side of the abdomen. Alert occurred when customer woke up and calibrated. Alert did not occur shortly after performing a "find lost sensor." Customer was assisted with inputting another finger stick reading. Customer decided to wait another 30 minutes before doing the reading. Customer stated the meter indicated him to turn on and off. No further information reported